Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures, post-procedure. The left breast implant rupture was diagnosed via mammogram on (B)(6) 2021 and was again confirmed via MRI on (B)(6) 2021. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis. Rupture on the left breast implant has been reported under mrn: 1645337-2021-05890.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor received additional information indicating that the patient also suffered left breast pain, left breast erythema, and bilateral breast ptosis. In addition, the right breast implant was found to be intact upon removal. The patient underwent bilateral removal and bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9594318 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9495017 sn:(B)(6) on (B)(6) 2021, mentor received additional information indicating that the correct date of implantation of the suspect medical device was on (B)(6) 2011. Reason for device explant and/or reoperation: breast ptosis manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 1, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).